Manufacturer narrative:
Concomitant product: product ID: 8711, lot# l79094, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: (B)(4).

Event description:
It was reported that the patient's pump was moved to the other side of the abdomen and the pump was replaced during the procedure. It was unknown what drug was being infused by the pump. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.